Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay pt contacted lifescan (lfs), alleging that his one touch ultra meter displayed the apply sample icon. The pt said, he takes humulin insulin, 4 times a day by sliding scale dependent on his meter readings. The pt told the medical affairs specialist (mas) he could not remember if he received a blood glucose reading on the lfs meter or if he took insulin on the morning of the same day, prior to feeling like he was going to pass out. While feeling like he was going to pass out, he attempted to test with the reported meter and was unable to obtain a blood glucose reading. The pt's wife came home and found him sitting incoherent, but not unconscious, on the floor with his blood glucose monitoring test strips spread around him. The wife immediately gave the pt orange juice to drink. She tested the pt's blood glucose with another meter and obtained a result of 32 mg/dl. The wife gave the pt food to eat and he felt better. The pt did not recall what blood glucose readings were obtained after he ate food. The customer care advocate (cca) walked the pt through testing with a new test strip and a new vial of test strips. The cca confirmed that the blood sample drew into the test area of the test strips; however, the apply sample issue was not resolved. The meter, test strips, and control solution were replaced. The complaint is reported, because the pt said, he couldn't recall if he was able to test his blood glucose or if he took insulin prior to feeling symptoms that suggested hypoglycemia. The pt alleges he was unable to obtain a reading on the lfs product while symptomatic. Afterward, his wife reportedly treated him with orange juice and obtained a hypoglycemic reading on another device.